Event description:
It was reported that the patient had a heartware to heartmate 3 exchange on (B)(6) 2022 and after the exchange the patient struggled with a stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a right internal carotid artery watershed ischemic infarction. The patient had a non-contrast head computed tomography (CT) on (B)(6) 2023. The initiation of the patient's warfarin was postponed. The patient experienced left sided hemiparesis. No surgical intervention was required with no midline shift, herniation or gross hemorrhagic conversion found on the CT scans. After two consecutive CT scans without hemorrhagic conversion, warfarin was slowly re-initiated for anticoagulation.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.